Manufacturer narrative:
Initial reporter's address: customer street = (B)(6). Initial reporter's occupation: customer occupation = agent PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that when the user opened the package of a ncircle delta wire tipless stone extractor the distal end of the basket was broken. The user confirmed that the package was intact. The user changed to another ncircle delta wire tipless stone extractor to complete the procedure. The issue was discovered prior to patient contact; thus, a section of the device did not remain inside the patient¿s body, the patient did not require any additional intervention due to this occurrence, and the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported that the distal end of a ncircle tipless stone extractor basket broke into two pieces while attempting to remove a ureteral stone. The issue occured as the user was pulling on the basket to remove the stone. The user replaced the device with another ncircle tipless stone extractor to remove the complaint device pieces from the patient and the procedure was completed. It is unknown if a laser was used during the procedure. The device was not tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection of the device were conducted. Th device was returned to cook in an open package for investigation. The basket formation has two broken wires at tip. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded the cause for the broken wires could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.